Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A lot trace was performed and a review of the manufacturing records for the last nine (9) lots sent to the customer was performed. The lots passed all manufacturing and quality standards. All seals are thoroughly inspected and tested for leakage during the manufacturing process. Although the root cause of the customer's experience could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric sleeve: "after successful fios optical insertion of the trocar, they removed obturator and camera, and then reinserted the camera into the cannula and began to move the trocar around inside the abdomen. At that point, the cannula broke in half at the center of the shaft; it was still connected by a piece and the trocar was removed without patient injury. The product was disposed of by the facility." Type of intervention: "replaced with another trocar." Patient status: "no patient injury."